Event description:
The doctor claims that during an aortic bifemoral bypass procedure, the graft leaked blood (quantity not reported at this time, but stated to be severe) from several holes along its iliacs. The dr stated that the leakage was not related to the collagen sealant. The pt's status is ok. Note: 04/17/2999, co learned that the duration of the leakage was estimated at 50 to 10 minutes, approximately 1000cc to 1200cc of blood was lost through the graft, the pt rec'd a cell saver transfusion (units not reported), the leakage was stopped with biological glue, the graft was left in.